Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the reload was fractured. Functional testing of the reload could not be performed due to the noted damages. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request.

Event description:
According to the reporter, during a lobectomy, for the first firing for lobectomy, the nurse connected reload to the handle and checked the jaws opening/closing. Then the surgeon clamped the vessel and tried to squeeze the handle, however the handle was stiff and could not fire the device at all. The procedure was completed with another. Device. The surgical time was extended by less than 30 min. The status of the patient is no problem.